Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited stretched helix after mapping at multiple location. A drop in blood pressure and an increase in heart rate were noted. A suspected perforation occurred at the right atrial appendage base. Cardiac tamponade was confirmed. A pericardiocentesis was performed, and the patient was transferred to another facility for care. The ralp was not implanted. Patient condition was stable.